Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Cts provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, so the customer may continue to use the pump. Caller was advised to call back if any malfunction code recurs, and the caller acknowledged the instructions.